Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the black box data showed multiple pump not primed alarms on the date of the event. The pump powered on to a cartridge not detected alarm. The complaint could not be fully investigated due to this. The force sensor calibration was found to be out of specifications. A visual inspection of the pump showed that there was evidence of moisture behind the display lens. The pump failed a leak test due to an audio bolus button leak; the audio bolus button cover was missing. The pump cover was opened and evidence of moisture corrosion and rust was found throughout the pump. The returned battery cap was worn at the top removal slot. A test cap was used and was able to attach securely on to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. It was noted that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.